Event description:
During remote followup, an event of post sensed t-wave oversensing was observed on the device. Reprogramming is planned for the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.